Event description:
Additional information was received which reported that this was a last resort intervention in a patent with end-stage heart failure. The procedure managed to ultimately reduce mitral regurgitation; however, the patient continued to deteriorate and died from the pre-existing worsening heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported difficulty or delayed positioning and single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: patient code 1802 removed.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted the patient was in severe heart failure and needed inotropic treatment. Also, the patient had thin leaflets, an enlarged atrium and an a1/a2 prolapse and flail. The first clip (00130u461) was inserted, but due to patient anatomy, grasping was difficult. The leaflets were able to be grasped at an a1/a2 location. The clip was successfully deployed; however, after the clip was deployed, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted. Two additional clips were then implanted, reducing mr to a grade of 2. The following day, the patient passed away. No additional information was provided.